Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported visualizing smoke from the right side of the pcu during infusion. There was no report of pt harm or medical intervention. No further event or pt info was provided.